Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal stenosis; and underwent anterior interbody fusion and oblique lumbar interbody fusion at l3-l5. Intra-op, the cage broke while its position was being adjusted. When checking the image after cage placement, it was found that the cage had advanced too much (from the position expected by the surgeon) to the contralateral side. Therefore, the position of the cage was being adjusted by hammering the inserter handle upward from the bottom while the cage was gripped by the inserter. Although the cage position could be adjusted, it was noticed when the inserter was removed that about 5mm of the cage was broken. The cage was broken in the way that the gripping part of the cage was still held by the inserter. The remaining portion of the cage was placed in a good position and there were not many broken parts; so, the cage was left implanted inside the patient¿s body according to the judgement of the surgeon. No patient complications were reported as a result of this event. It was said that the cage breakage was due to hammering the inserter in the upward direction. It was considered that the inserter swayed to the cranial and caudal side, and strong force was applied to the connection part of the cage and the inserter, which made the cage break. Fragments of the cage were discarded and the inserter was not broken.